Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the short port ruptured. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation details: the testing was completed, and it was concluded that the outer silicone coating bursted. The complaint is confirmed.